Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during the load step and there were popping noises after priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2016 with the following findings: a review of the black box data showed no evidence of loss of prime. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.